Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer followed instructions from technical support to inspect various components and clean the pneumatic tap area with no damage found. After cleaning, the cartridge was successfully reloaded, and the customer was able to resume insulin therapy.